Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test with message "> 1cm h2o pressure deviation" during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's log. There was no patient involvement. Based on technician statement, the device was checked and nozzle units on air and o2 gas modules were defective and have been replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The last preventive maintenance was done on 23th september, 2022. Inspection of nozzle done by our technician revealed that membranes in the nozzle units were stuck. No parts were returned for investigation. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test with message "> 1cm h2o pressure deviation" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).